Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the cord on the programmer head has wires exposed. The programmer head was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head cable insulation is slit, exposing cable wires. Analysis also found the rubber pad portion of the rf head label is missing. It is noted the rf head passed functional testing.